Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed the total daily dose being displayed as 50 units in the pump history. Reportedly, the customer usually delivers 26 units in total. Review of the pump data logs by tandem technical support showed that the customer changed the time on (B)(6) 2018 at 11:30 pm, but did not change the date. In addition, the 50 units observed for the total basal delivery was due to the combined two days of basal therapy. The customer acknowledged the information provided. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
( Tandem t:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery.").